Event description:
It was reported that stent damage occurred. The patient presented with myocardial infarction less than 72 hours prior to procedure. Vascular access was obtained via the femoral artery. The 85% stenosed, 32mm x 3.50mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the non-tortuous and non-calcified distal right coronary artery. After the lesion was crossed with a guidewire, pre-dilatation was performed. A 38 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, the physician noticed a bend in the stent. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.